Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached. Block h6 (impact codes): imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on an unknown date. Post procedure, less than five months after, on (B)(6) 2023 the internal bolster detached and was removed endoscopically. A new securi-t replacement bolster was placed. There were no patient complications reported as a result of this event.